Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a dim dispaly issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in over or under delivery if the user if unable to read the display.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: the display screen was dim and discolored. The battery compartment had stripped threads.